Event description:
The customer reported that an mp30 fell of it's mount. No pt or user harm was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.